Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. When pt opened the door to remove the tubing set fluid began to leak out. Prophylactic antibiotics were administered as a precaution and pt had no adverse effects. Companion sample is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month of the date of the event. A companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.